Event description:
It was reported that during a da vinci hysterectomy surgical procedure that the tip of the maryland bipolar forceps instrument was bent once it entered the abdominal cavity of the patient. The instrument was taken out and replaced. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments grip tips were bent. One grip was bent, causing side to side misalignment of the grips. There was a .046 offset at the tips, indicating overloading at the tip. The instrument passed electrical continuity testing. Failure analysis concluded that the bent damage was likely due to mishandling/misuse. Failure analysis also found the following: the instrument's grip cable was frayed. The grip cable was frayed at the distal idler pulley. Frayed strands stuck out at the wrist. The instrument's distal pulley had scratch marks and abrasions. There were scratches on the surface of the distal pulley. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the frayed cable if to recur could cause or contribute to an adverse event.